Event description:
It was further reported that upon insertion of the wire into the catheter, resistance was encountered. After the guidewire and the guide catheter was removed as a unit, the guide wire tip was seen detached outside the patient, after the device was completely withdrawn. The separated tip of the guidewire never remained inside the patient.

Manufacturer narrative:
Device evaluated by manufacturer: the journey guidewire was received inside a carrier tube (hoop) within a journey shelf box. There were bends in the wire near the distal end. The core wire and high torque sleeve (hts) were fractured. The distal tip, including the coil wire/core wire/ribbon (ccr joint) was not returned for analysis. The remaining hts was measured 4.75" long from the fracture to the adhesive ramp using a calibrated steel rule. Magnified inspection of the fracture surfaces appear to be consistent with separation due to ductile torsion overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a guide wire tip was detached. The target lesion being treated was located at the severely tortile vein anastomosis. A 4fr 0.018 non-bsc micro catheter was used to cross the target lesion. After, an attempt was made to advance the 185cm journey guide wire within the micro catheter under fluoroscopic control. Upon advancement, the guide wire was noted to be "abnormal". The physician stopped advancing it further. As the device was pulled back, it was noticed that the distal tip was stretched. The device was then removed along with the micro catheter and the inner core and nitinol sleeve was found to be detached. The device was then replaced with a different device and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).